Event description:
It was reported that the patient's pump was non-critically alarming. The patient was noted to have started having bad episodes of spasticity. The patient was provided with oral baclofen on (B)(6) 2013, but this was noted to not have been as effective as the pump. The patient's family requested information for where they could get the pump refilled and physician listings were provided. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).